Event description:
Customer reported that she had unexplained low blood glucose and the paramedics where called to assist customer at home. The blood glucose reading was unknown when the paramedics arrived. Customer stated that her husband gave her a glucagon and called the paramedics. Customer stated that she woke up at early took her medicine and went bock to sleep instead of eating. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.